Manufacturer narrative:
Device history record review was completed on the reported lot number (v1k155). The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received two samples for investigation. The samples were already activated. Since the returned samples were already activated, we were unable to determined a root cause. Actions taken are first, preventative maintenance is occurring at the proper frequency. Second, a warning label is being added to the label that specifies that ¿when activating, hold away from patient.¿ we will continue to monitor complaint trends.

Event description:
Customer reported the hot pack ruptured soiling the clothing and arm of the rn. There was no injury or adverse event. Report being filed for risk to staff member and patient.